Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due to an incident of hyperglycemia. Per the reporter, the patient was brought to the hospital at when her blood glucose was >500 mg/dl. The reporter states she took multiple sub-q insulin injections which did not improve control of her blood glucose. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B)(4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.